Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined with the information provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D10: evis exera iii gastrointestinal videoscope. Evis exera iii video system center. The device was not returned to olympus for evaluation. The customer reported error b30 (scope communication error) with evis exera iii xenon light source on one tower. The customer reported that two (2) evis exera iii gastrointestinal videoscopes showed a b30 error on the tower. The customer used both scopes on another light source with no issues. After troubleshooting the issue, the olympus technical assistance center (tac) informed the customer to swap out the light source with a different light source and see if the b30 errors still occur. The customer confirmed they used another video scope and there was no further issue. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a b30 communication error occurred on the evis exera iii xenon light source. There were no reports of patient harm. This issue is related to patient identifier: (B)(6).